Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was experiencing ineffective therapy. X-ray imaging confirmed migration of the s1 lead. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The report of ineffective therapy due to lead migration cannot be confirmed in the lab. Analysis of the returned lead did not identify any anomalies or broken wires. Lead passed both continuity resistance and isolation resistance testing. Although the lead migration was confirmed with an x-ray in the field, the lab cannot confirm it with product testing.

Event description:
Additional information indicates both leads had migrated. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Section e1: reporter information updated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.